Event description:
The guidewire was in the pt. When the physician attempted to advance the moveable wire, it came out of the side of the guide wire. The wire pundured the ureter and almost completely sheared off the outer layer of the guide wire. Physician was able to put a stent into the ureter and the physician felt there was no permanent or serious injury to ureter.